Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 95mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly and no unlocked lcd keypad connector noted during visual inspection. No unexpected frozen pump or keypad noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.